Event description:
It was reported that the patient expired. The patient had a terminal illness; the cause of death was not reported. Per the reporter, the death was unrelated to the implanted device system. The pump contained hydromorphone 30mg/ml; bupivicaine 40mg/ml; baclofen 750mcg/ml; fentanyl 3000mcg/ml and clonidine 500mcg/ml. The infusion rate was 0.9ml/day with a patient activated dose of 0.6 mg.